Event description:
Trinity revision of the cup, ecima liner, ceramic head and bone screw due to the patient had a fall. This resulted in the cup moving into the pelvis with the screw going through the screw hole of the cup.

Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information, including: - post primary and pre revision x rays. - operative notes (primary and revision). - patient age, activity level, weight and medical history. - whether the patient followed correct post-op protocol. Further details regarding the fractured bone (fall). - an update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including: - post primary and pre revision x rays, - operative notes (primary and revision), - patient age, activity level, weight and medical history, - whether the patient followed correct post-op protocol, -further details regarding the fractured bone (fall), - an update on the patient post revision. Has been requested in order to progress with the investigation of this event however none of these details were provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimesnional specification at the time of manufacture. As the migration of the cup into the pelvis and screw going through the cup were due to the patient experiencing a fall and not linked to the device design or performance, no further investigation is required and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contribued to this event

Event description:
Trinity revision of the cup, ecima liner, ceramic head and bone screw due to the patient had a fall. This resulted in the cup moving into the pelvis with the screw going through the screw hole of the cup after approximately 6 months.